Event description:
Healthcare professional (hcp) reports home pt (hp) complained of abdominal pain to rn during home visit. Rn requested hp go to ER where the pt was diagnosed with peritonitis, admitted to the hosp, and treated with antibiotics. The peritonitis resulted in surgical removal of the pt's catheter on 7/28/97. The pt was temporaily dialyzed in-center hemo. Per hcp, no product failure was noted.